Manufacturer narrative:
Corrected g4.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for a saccular abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. It was reported that no angioplasty had been performed due to the saccular nature of the aneurysm. The patient tolerated the procedure with no endoleak(s) noted.

Manufacturer narrative:
A1, a3, b4, d6: corrected information.

Manufacturer narrative:
H6: added imdrf annex code.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak additionally, the IFU directs in section 11 under trunk-ipsilateral leg endoprosthesis positioning and deployment: position the aortic balloon inside the proximal region of the trunk. Avoid balloon contact with the flow splitter which is aligned with the long and short radiopaque markers. Inflate and deflate the balloon quickly with dilute contrast solution to seat the aortic end of the endoprosthesis.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for a saccular abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. It was reported that no angioplasty had been performed due to the saccular nature of the aneurysm. The patient tolerated the procedure with no endoleak(s) noted. On (B)(6) 2021, the patient presented to the hospital with severe abdominal pain. Imaging performed at this time determined a proximal type I endoleak. The patient underwent reintervention and an aortic extender component was placed proximally to treat the endoleak. The patient tolerated the procedure and the endoleak was resolved.